Event description:
It was stated that the customer received an alarm while boarding the airplane. It was stated that the insulin pump shut off and did come back. It was stated that the insulin pump was exposed to moisture when the customer got caught in the rain. It was stated that the customer went to a health center for treatment. A day later the customer called back and stated that there is no moisture visible on the insulin pump and the buttons were unresponsive. The customer's most recent glucose reading was 160mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.